Event description:
User reported that after 1 minute after the start of cpb the blood looked dark as if without oxygenation. The user also reported that they found a low value on the arterial flow so they raised the rpm. They reported that they witnessed no changes in relative flow. The user decided to change out the pump. There was no patient harm as a result of this suspected malfunction.

Manufacturer narrative:
Follow-up: faulty unit was returned to spectrum medical for investigation as of 06-mar-2025. Investigation is yet to be competed.

Event description:
User reported that after 1 minute after the start of cpb the blood looked dark as if without oxygenation. The user also reported that they found a low value on the arterial flow so they raised the rpm. They reported that they witnessed no changes in relative flow. The user decided to change out the pump. There was no patient harm as a result of this suspected malfunction.

Manufacturer narrative:
Conclusion awaiting completion of investigation. Follow-up: faulty unit was returned to spectrum medical for investigation as of (B)(6) 2025. Investigation is yet to be competed. Follow-up 2:logs of event reviewed and show gas supply issue. Unit returned to spectrum medical and investigated. No visual damage on the qvm on arrival endurance tested the qvm and no issues found. No hardware error relating to air, o2 and co2 pressure. Gas supply connectors inspected, including orings, no leaks found. Unit opened to inspect the internal - found no issue on components and/or cables and/or connections. No presence of dust inside the qvm. Test was performed with the air and o2 supply set at 2.5 bar, a sweep at 5 l/min, and fio2 at 100% and 60%. The qvm alarmed for o2-in and air-in, and sweep did not stop blending - all as expected could not reproduce any faults including the reported fault. Qvm works as specified. Reported fault was due to supply pressure, hardware and software operated as expected. Therefore not considered reportable.

Manufacturer narrative:
Conclusion awaiting completion of investigation.

Event description:
User reported that after 1 minute after the start of cpb the blood looked dark as if without oxygenation. The user also reported that they found a low value on the arterial flow so they raised the rpm. They reported that they witnessed no changes in relative flow. The user decided to change out the pump. There was no patient harm as a result of this suspected malfunction.